Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg?: the complaint device will not be returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the contralateral zenith flex with spiral-z technology aaa endovascular graft iliac leg was not deployed in the contralateral limb of the main body graft during an endovascular abdominal aortic aneurysm repair (evar) procedure for an 83-year-old patient. The patient had a tight native bifurcation, in which the gate did not open well. It was believed that the gate had been cannulated and all of the normal checks were completed. The iliac limb graft advanced without resistance and deployment of the graft looked to be in the correct position. No issues with flow were observed on either side, although a possible type 2 endoleak was present. Initial follow up computed tomography (CT) showed a thrombus in the right iliac limb. It was believed that there was a compression issue and that the right side would be stented. However, when the wire went into the aneurysm from the right side, it was discovered that the limb was deployed outside of the gate. A leak into the aneurysm was then identified, with flow going down the left limb, but no flow going through the right limb. The right leg was being fed retrograde from the hypogastric system. The patient will undergo an additional procedure in (B)(6) 2026 with a planned conversion, plug of the right limb and a femoral-femoral bypass. Additional information regarding event details has been requested but is currently unavailable.